Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose readings of 400 mg/dl. Customer reported symptoms of nausea and vomiting. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.